Manufacturer narrative:
Initial and final MDR 1920009 -MDR 3003442380-2024-16200 device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-june-2024 and 10-june-2024, it was reported that the patient faced infusion sets cannula were kinked within 3 hours of insertion at abdomen. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.